Event description:
Info received indicates the device was removed due to regurgitation related to tears noted in two valve cusps. One tear was located central within a thin-appearing cusp, and a second cusp contains a linear tear. The valve was replaced with no additional consequence reported for the pt.